Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance at post-op follow-up. The physician programmed the device to vvir, as the patient had been in atrial fibrillation since the surgery.

Manufacturer narrative:
Na